Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes were observed related to speaker fail. Black wire disconnected from active exhalation module. Additionally, cosmetic damage for rear enclosure, front enclosure, base enclosure were also observed.